Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central had become frozen and unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the issue was resolved by internal biomed by a hard restart of the faulty unit. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.